Event description:
Patient reported right side "is higher up than the other" and "rippling." Healthcare professional additionally reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "is higher up than the other" and "rippling." Healthcare professional additionally reported right side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken on anterior. A visual and microscopic analysis was performed which identified: striated broken on anterior and posterior, striated opening, and missing shell. Base on the device analysis the final assessment is striated opening and broken assessed as surgical damage, wrinkles (creases) are observed but have no relationship with manufacturing, missing shell assessed as inconclusive. Additional, changed, and/or corrected data: g1; h.3; h.6

Event description:
Device has been explanted and replaced.